Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be concluded as no device was returned.

Event description:
Plate broke postoperatively and was removed 4 months post implantation. The plate was cut for length adaptation and part and lot number were cut off. No further info received.